Event description:
On (B)(6) 2013, it was reported that this vns patient was referred for revision of the left vns wound.

Event description:
Additional information was received indicating that the second surgery took place on (B)(6) 2013 and was for the same reason as the 2012 surgery. The patient had been rubbing at the incision site, causing it to open again. The patient was seen postoperatively in (B)(6) 2013, and he was doing fine. The patient had not been seen or heard from again since then.

Event description:
On (B)(6) 2012, it was reported that this vns patient would be undergoing surgery on (B)(6) 2012 for an unknown reason. Follow-up with the surgeon's office showed that after the patient's prophylactic generator revision on (B)(6) 2012, the patient began itching and picking at the incision site. As a result, the wound site had re-opened. Surgery was performed to adjust the pocket. There were no signs of infection. No devices were explanted or replaced. The event was attributed to patient manipulation and resolved with surgery.